Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient has poor coupling. The patient stated that they used to get 8 bars, however, now they only get 5-6. The patient also stated that when they move the coupling also changes. The patient stated that this may be due to the issue that the ins has moved and seems to flip in the pocket. The patient also mentioned that it was difficult to connect using the patient programmer. The patient stated that they mentioned this issues to the healthcare provider (hcp) but they do not want to move it and have no plan to move it. These issues with the ins moving and difficulty connecting using the patient programmer began about a year ago, and the last couple of months the patient has had difficulty getting full bars. It was suggested that the patient start to use adhesive discs while charging. The hcp stated that a manufacturer's representative will reach out to the patient regarding actions. No further complications were reported. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's stimulator had been flipping over gradually over time. The patient stated that they were going to call their doctor and make an appointment to schedule getting the battery fixed. No further complications were reported.